Event description:
Customer reported that summit had a no conjugate/no error. Does not know which wells were affected. Llc (liquid level detection) spring out of position. No death or serious injury was associated with this incident.